Event description:
A hospital in (B)(6) reported that the manometer needle on an rd900 neopuff infant resuscitator reads 10 cmh2o, even with no flow. The reported fault was found prior to pt use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher and paykel healthcare for eval. We will provide a follow-up report upon receipt of the device and completion of our investigation.